Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event.peritonitis is a well-documented complication in patients undergoing pd therapy. Most often, peritonitis is associated with a breach in aseptic technique during the pd exchange. However, based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as received simulated treatment times was performed and completed without any failures or problems. The system air leak test passed. The valve actuation test passed. The teach pump test passed. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized for dialysis related issues, there were no reported allegations that the hospitalization was related to concerns with any fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2023 the patient was hospitalized for peritonitis (characterized by abdominal pain). The nurse declined to provide any additional information about the event. However, the nurse indicated the peritonitis was not due to any issues with fresenius products.